Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that there was difficulties with device interrogation even after troubleshooting. Analysis indicated that the programmer that was used for interrogation is operating normally. Replacement was recommended and subsequently, the device was explanted and replaced. No additional adverse events were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device elicited beeping tones during magnet application; however telemetry could not be established. Evaluation of telemetry was performed by monitoring radiofrequency wake-up periods while the device was subjected to varying temperatures. This test indicated that the device measured at less than the operational threshold. This device behavior is consistent with a shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit.

Event description:
This supplemental report is being filled to include device analysis information.